Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 07/01/2021 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, additional information received: as the device was discarded, the customer cannot check the lot number. Date sent to the FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: g1 / lot unavailable

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the lot number because qpbbhj0 is invalid.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use by the surgeon, the thread was broken in the middle of the thread and not between the needle and the thread. No patient consequence, but could constitute a risk to the robustness of sutures performed by surgeons. No additional information was provided.